Event description:
The customer reported to beckman coulter inc. That the modular chemistry sample probe on their synchron lx clinical system, model lx20 instrument was leaking. The customer was not processing patient samples at the time. Accordingly, no results were released from the laboratory and there are no reports of any changes to the care or treatment of a patient. There are no reports of any injuries or exposures to any laboratory personnel. A beckman coulter field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The fse found the modular chemistry obstruction transducer was leaking. The engineer removed and replaced the leaking obstruction transducer. The repair was verified and met specified requirements per established procedures. (B)(4).